Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with an approved handpiece; however, an unapproved viscoelastic was used. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).

Event description:
A technician reported a patient with an unexpected postoperative refractive outcome following an intraocular lens (iol) implant procedure. The lens was exchanged one month later for an iol of the same model; different power. In a f/u, the surgeon reported that the iol did not cause or contribute to the event. He blames the event on unforeseen residual astigmatism.